Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart xl+ device indicating that the self-test failed.

Manufacturer narrative:
The fse evaluated the device on site. The fse conducted the operation test using the test resistor. The device passed the test successfully. It was determined that the customer did not properly execute the self-test. The device remains at the customer site and no further evaluation is warranted at this time.